Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that they kept receiving no delivery alarms and had to change the infusion set and reservoir. The customer's blood glucose was 533 mg/dl at the time of incident. The customer's blood glucose was 442 mg/dl at the time of hospitalization. The customer's blood glucose was 235 mg/dl at the time of call. The customer stated that they were given manual injection to treat the blood glucose during the hospitalization. The customer stated that they were nauseous. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.